Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 92-147mg/dl fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test 94mg/dl and 91mg/dl fasting. Reviewed meter memory: (B)(6). Customer is complaining that her meter is producing low results of 59, 75, and 81mg/dl when performing back-to-back blood tests. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 92-147mg/dl fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 94mg/dl and 91mg/dl fasting. Reviewed meter memory: (B)(6). Customer is complaining that her meter is producing low results of 59, 75, and 81mg/dl when performing back-to-back blood tests. No adverse event reported.